Manufacturer narrative:
On 9/21/2018, additional information received indicated the complaint device was non mentor device, and no further investigation of this event will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unknown gel breast implants which bilaterally ruptured after implantation. The issue was diagnosed by ultrasound, which confirmed total rupture of left and partial rupture of right implant. As a result, patient underwent bilateral removal and replacement as follows: left replaced with catalog number 3502225, serial number (B)(4), and right replaced with catalog number 3502225, serial number (B)(4) on (B)(6) 2018. This report is for the right side.